Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the internal fio2 tubing filter was found to be blocked with dust. The component was cleaned to address the reported issue. No additional work was performed.